Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the pyxis settings needed to be changed from non profile to profile in pyxis es. The technical support specialist (tss) advised the customer that an ae would contact them. The customer requested that the station remain in non profile mode. The case was subsequently closed. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the profile mode could not be updated. Under settings, the profile mode option was not checked and was greyed out for the customer. The device had recently been moved to support boarders, and the users needed to be able to view medication orders for those patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.